Event description:
It was reported by a company representative that the physician mentioned a patient he treated on (B)(6) 2011 experienced significant bleeding and that he had difficulty controlling it.